Event description:
It was reported that insulin was not being delivered from the cartridge. Reportedly, insulin crystalized due to customer using admelog insulin. Tandem technical support educated the customer on cartridge/insulin labeling. Customer's blood glucose level was 300 mg/dl. The customer changed their cartridge and infusion set and was able to successfully resume insulin delivery.

Manufacturer narrative:
Per the tandem user guide, "only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.